Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, the patient was treated for an abdominal aortic aneurysm. The physician implanted two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, imaging revealed a type ia and type ib endoleak, as well as a type ii endoleak. The fsa believes that the type ii endoleak caused neck dilatation, resulting in the two type I endoleaks. Reintervention is planned. Images are available.

Manufacturer narrative:
H.6. Type of investigation - code b15 as a result of the completion of imaging evaluation. Additional review of returned images indicates that an additional unknown excluder device was implanted, and was the source of a type ib endoleak.

Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time-point available for evaluation: post-implantation cta dated (B)(6) 2023. ¿ there is contrast outside the implanted device. ¿ the length from the left renal artery to the proximal circumferential device appears to be ~13.5mm ¿ aortic diameter just distal to the left renal artery appears to be ~21mm. ¿ aortic diameter within this 13.5mm portion, distal to the left renal, appears to be 30mm. ¿ aortic diameter at the level of the proximal circumferential device appears to be ~31.3mm. ¿ findings are consistent with a proximal type I endoleak. ¿ there appears to be 2 different sets of lumbar arteries that communicate with contrast in the sac. Probable type ii endoleaks, however, cannot confirm ante grade or retrograde flow and/or without delayed contrast imaging. ¿ there is lack of apposition of the distal limb in the rci. Contrast is visualized outside the implanted device limb.

Manufacturer narrative:
H.6. Type of investigation code b21 updated to code b14 and b21 with completion of phr review h.6. Investigation conclusions: code d16 updated to code d15. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleaks.

Manufacturer narrative:
This event also includes device (B)(6)/(B)(4).